Event description:
It was reported that the remote monitor was not able to find a dial tone after the phone service was "knocked out recently" and then restored. A different telephone jack was also tried. A replacement monitor has been ordered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.